Event description:
"Towards the end of this procedure the surgeon discovered the distal tip of the cannula had fractured into several pieces and he could see them near the liver. He took photos of the incident and had to retrieve the shattered fragments within the patient's abdominal cavity. According to the surgeon he or his assistant was not applying any extra pressure to the cannula at the time or during the case. The only instrument used during the case down this cannula was the 10mm rigid scope. The surgeon was required to stop operating and retrieve the green pieces of the shattered distal cannula and remove from patient before he completed the procedure."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.